Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 28 x 3.50 promus premier¿ stent was advanced to treat the lesion and the device was unable to cross the lesion, despite several attempts were made. Subsequently, it was noted that the stent struts were lifted. The device was exchanged with another of same device, procedure was then competed. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal edge of the crimped stent were damaged & distorted distally. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). A 28 x 3.50 promus premier¿ stent was advanced to treat the lesion and the device was unable to cross the lesion, despite several attempts were made. Subsequently, it was noted that the stent struts were lifted. The device was exchanged with another of same device, procedure was then competed. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).